Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. First/given name: unknown. Reported event was confirmed by review of the product returned. Visual examination of the returned product identified one of the tips has broken off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during surgery, the tip of inserter fractured while the surgeon tried to insert it in the patient's burr hole. Fractured piece was retrieved from patient's body. No additional patient consequences were reported.